Event description:
It was reported the patient's dressing fell off. Patient (pt) reported that patches at their back was peeling off, but not completely fell off. Patient reported they are ok, not feeling any pain or discomfort. Rep advised the patient to contact their doctor if the issue persisted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).